Event description:
The customer reported that the cannula was kinked, and the adhesive was wet and smelled of insulin.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.